Event description:
It was reported that the pump would not power on for several months. The patient replaced the battery to no avail. Troubleshooting revealed there was no damage or corrosion to the battery compartment or cap. The issue was not resolved. There was no adverse event associated with this issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint regarding no power could not be duplicated on investigation. The pump powered on appropriately to the verification screen. A review of the pump history from (B)(4) 2011 showed no evidence of power loss. The pump was exercised for 24 hours with no power loss occurring. Unrelated to the complaint, investigation revealed that the keypad was peeling around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of contamination found under all button contacts.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.